Manufacturer narrative:
No customer returns were available. Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the reagent lot. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer observed imprecision with the magnesium assay on the architect c4000 analyzer. A result of 7.0 mg/dl was generated for a patient sample. Per laboratory policy, the result required retesting but the technician overlooked it and reported the result out of the laboratory. The technician later discovered the error and the sample retested at 1.8 mg/dl. A corrected report was issued. No adverse impact to patient management was reported.